Manufacturer narrative:
(B) (4)in review of the complaint, it was determined that a second colleague pump malfunction, channel failure, had occurred. Multiple attempts have been made to retieve the device for evaluation without success. The serial number is unknown and software version is unknown. Both malfunctions were submitted to the FDA under manufacturer number: 6000001-2009-1152.

Event description:
The facility representative notified baxter quality relations representative of a colleague triple channel infusion pump which reportedly had a "channel failure? During a patient infusion of nipride at a rate of 1.2 mcg/kg/min (concentration unknown) for approximately 5 minutes. Reportedly, there was no audible alarm when the device failed. The patient was not stable and vital signs (blood pressure, pulse, heart rate and temperature) needed to be checked. The device was replaced. The patient outcome is unknown. It is unknown if the pump is available for evaluation. The patient affected was admitted for coronary artery disease (cad) and underwent bypass surgery on (B) (6)2009. The patient was received in the cardiovascular intensive care unit (ICU) post-operative. The patient's systolic blood pressure (bp) elevated to 170's and nipride drip was begun via baxter triple channel intravenous (IV) pump. The tubing had been primed and loaded into the pump in the cardiac vascular surgery (cvor) prior to patient arrival. Nipride was programmed to infuse at 1.2 mcg/kg/min for approximately 5 minutes without any decrease in systolic bp noted. The nurse noticed channel had shut off without any alarm. The tubing was removed from this pump, inserted into a different triple channel pump and the infusion restarted. The patient systolic bp peaked at 191. The cardiovascular ICU has a high nurse/patient ratio and frequent reassessment of patient condition. No extra interventions or testing were performed besides changing out the triple channel IV pump. The patient was discharged from the hospital on (B) (6)2009 in stable condition. This complaint is related to the channel failure malfunction.